Event description:
A malfunction was reported by a customer involving an insulin pump, identified by error code 16-0x20e6. There was no reported impact to the customer's blood glucose level. Customer reverted to an alternate method of insulin therapy.